Event description:
Procedure type: bullectomy. According to the reporter: the sulu was introduced and fired. The surgeon felt difficulty in firing over the tissue. Another sulu was applied in order to finish the stapling. When removing this one they observed that the first stapling line had opened completely. They attempted a firing parallel to the first line, but the product problem was repeated. Some staples fell in patients cavity and were retrieved using grasping pincers. Surgery was extended more than 30 minutes. There was less than 500cc bleeding. In order to solve the problem they had to perform a thoracotomy in order to suture manually.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).